Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular 32.5 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the inner coil was observed kinked. Additionally the coating of the conductor cables to the ring electrode and to the rv shock coil was found damaged. These findings can be considered as the root cause for the clinical observation of noise on rv channel as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular' first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR: it was reported that 25 months after the implant oversensing was detected on this lead (4 episodes). The lead was explanted and returned for analysis. No adverse patient side effects were reported.